Event description:
It was reported. That this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in several inappropriate shocks. This patient was subsequently hospitalized with shock therapy turned off. An x-ray was performed with no indication of placement optimization required. Review of device data determined there were multiple episodes with noise. Noise was able to be reproduced with pressure on the device pocket. The device data was sent to rhythmcare for review following in clinic follow up. Rhythmcare recommended x-ray to further evaluate the electrode integrity. This s-ICD system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported. That this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in several inappropriate shocks. This patient was subsequently hospitalized with shock therapy turned off. An x-ray was performed with no indication of placement optimization required. Review of device data determined there were multiple episodes with noise. Noise was able to be reproduced with pressure on the device pocket. Further evaluation is expected at a future date. No additional adverse patient effects were reported.